Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the phenom 27 microcatheter fell off. The patient was undergoing surgery for treatment of an aneurysm using a blood flow guidance device for treatment. It was noted the patient's tortuosity was severe. Femoral artery vessel access diameter was 5.3 mm. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). A phenom27 microcatheter was used to deploy a blood flow guidance device. When establishing the pathway, the microcatheter was advanced over the microguidewire. Because the cavernous sinus was a three-dimensional bend, after the phenom27 reached the ophthalmic artery segment under the guidance of the microguidewire, it was very difficult to advance it further. The operator felt that the force could not be transmitted upward. After repeated attempts, it was still difficult to push the tip of the microcatheter to advance further. Upon withdrawal of the proximal end, the tip of the microcatheter fell off. The operator chose to withdraw the microcatheter from the body and found that the tip was damaged, so it was replaced with a new microcatheter. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5), snap gauge (m-79527), 0.0260¿ mandrel as found condition: the phenom-27 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened phenom-27 inner pouch and within a dispenser coil. The guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the phenom-27 hub. The phenom-27 micro catheter body was found kinked at ~64.4cm, ~96.4cm, and ~97.2cm form the proximal end. No damages were found to the marker bands. The distal tip was found ovalized. Testing/analysis: the phenom-27 total length was measured to be ~159.5cm, the usable length was measured to be ~153.1cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). An in-house mandrel was inserted into the hub, through the micro catheter body and became stuck at the proximal kinked location. The outer diameter at the distal end of the micro catheter was measured to be 0.038¿, which is within specification, (specification: 0.036¿ ± 0.002¿). Conclusion: based on the device analysis and reported information, the customer report of ¿difficulty navigation¿ could not typically be confirmed through device analysis. Possible causes are patient vessel tortuosity, damage to guidewire, or lack of continuous flush. Customer reported that patient vessel tortuosity as severe and it was difficult to advance ¿because the cavernous sinus was a three-dimensional bend¿. As the guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the difficulty navigation could not be assessed. The customer report of ¿catheter kink/damage¿ was confirmed as the micro catheter was found kinked and the distal tip was found ovalized. It is possible the damages occurred due to manipulation against the difficult navigation or due to advancing against resistance. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the treatment was being performed via the right internal carotid artery. Aneurysm details: c6 segment aneurysm, unbroken wide-necked saccular aneurysm, neck was 5.2mm. It was clarified that the tip end was not separated. The tip end was damaged. No portion of the phenom 27 microcatheter remained in the patient. The cause of the damage was not determined.